Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed signal too low alarm. Customer's blood glucose was unknown. Device alarmed another signal too low alarm after it was reset. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.